Event description:
During product service by a service technician, a flo-gard infusion pump was found to have missing pole clamp components. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of a preventive maintenance. A visual inspection, battery test, and functional test were performed. The missing pole clamp components were identified during the visual inspection. The cause of the condition was undetermined. To correct the condition, the missing pole clamp components (clamp rubber and clamp pressing plate) were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.